Event description:
In 2007, the lay user/patient contacted lifescan to report an incident while waiting for her meter replacement from lifescan. The meter replacement was ordered one day earlier with an estimated delivery time of two days later. The pt usually tests twice a day at 6am before breakfast and at 8pm before bed; however, she has been unable to test her blood glucose levels since one day prior to original date because she was waiting for her meter replacement. Although she was unable to test the night of the same day and morning of the following day, she continued taking her 70/30 insulin as prescribed (set dosages of 35 units before breakfast and 35 units before bed). On the same day morning before 6am, she took her usual insulin 35 units of insulin and ate her usual 1 packet of oatmeal breakfast. She was unable to test her blood glucose at this time since she was waiting for her meter replacement. She then took her grandson to school and got him at the school by 7am and claimed that she cannot remember driving home, parking her car, or getting home. The pt was expected to pick up her grandson from the school at 2:30 pm, but the pt failed to show up. The school contacted the pt at home and no one picked up, so the school contacted the emergency services (ems). When the ems arrived, they found the pt lying on the bed unconscious with the phone off the hook. The pt's blood glucose was "27 mg/dl" on the paramedics's meter and was treated with IV glucose. The pt "came around" and felt better after the treatment and was not taken to the hosp. The pt was unable to remember any details as to what happened between the times she took her grandson to when the paramedics arrived and does not recall having any warning signs that her blood glucose levels were low. The pt indicated that her dr decreased her insulin dosages sometime the week of 05/14/07 form 35 units twice daily to 27 units twice daily. This complaint is being reported due to the following conclusion: the pt alleged she was unable to test her blood glucose for a day while waiting for a meter replacement from lifescan and then suffered a hypoglycemic event and rec'd treatment from the ems.